Event description:
The generator was received for analysis. Product analysis on the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient experienced breakthrough seizures which led to a vns generator replacement surgery. The explant facility historically discards explanted products, therefore, return of the suspect product is not expected to date. Multiple attempts were made to obtain additional information regarding the breakthrough seizures; however, no further relevant information has been received to date.